Event description:
It was reported that during an acculink stenting procedure in a heavily calcified, 90% stenosed, de novo, left common carotid artery, the patient experienced hypotension. The patient was treated with one liter of normal saline, neosynephrine, and levophed medications. The patient was taken off all vasopressor medication. The hypotension resolved without patient sequela on (B)(6) 2012 and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.